Event description:
It was reported that pump displayed cartridge alarm 20 and caller experienced multiple cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump was in warranty, arranged shipment of replacement pump, and provided instructions for placing pump into storage mode and returning it within 10 days to avoid charges, as well as guidance to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.